Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the batteries. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a precharge voltage error message. No pt injury was reported.